Event description:
It was reported that during surgery, the syringe broke at the base where it is connected to the cement gun. The remaining cement was inserted by hands. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the condition was confirmed. The breakage forces of the cartridge were evaluated using data taken from the burst tests which were performed on products from the same lot. The results were found to be satisfactory and the condition could not be recreated. The cartridge break was most likely the result of the cement entering the hardening stage at the time of the injection, which could be due to the temperature in the or being above the recommended setting.